Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/17/2017 that on (B)(4) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. Reportedly, the patient did not calibrate after the inaccuracy. Patient was unable to recall specific values but stated that cgm values had been 30 points off and 65 points off at times. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.